Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patients reported blood glucose level had rose to 500 mg/dl. The patient experienced symptoms of sweating, drainage and purulent discharge, as treatment, for high blood glucose levels the patient applied a new pod. Once at the hospital the patient was diagnosed with a staph infection. The patient was prescribed septra (20 ml) to be taken 2 times daily for 10 days. The patient was released from the hospital after 1.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.